Manufacturer narrative:
(B)(4). Evaluation codes, results: other (based on the information provided no root cause can be determined. Device not returned for evaluation). Evaluation code, conclusion: (based on information available, no conclusion can be drawn).

Event description:
Difficulty was experienced with two mo.ma ultra cerebral protection devices during aspiration. It was not possible to aspirate. A 0.035 guidewire was re-inserted and it was finally possible to aspirate. There was no issue with the patient. No further information is available.